Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/(B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: non-contrast cardiac resynchronization therapy implantation is feasible in case of renal insufficiency. J. Intervent. Card. Electrophysiol. 2015;44(1):81-86. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were implant procedure failures due to patient anatomy, elevated&#55308;ead pacing thresholds, and pocket infection. The status of the leads is unknown. No patient complications have been reported as a result of this event.